Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device interrogation in the office, this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the boston scientific representative that the recommendation is to replace the device right away and return it for analysis. The device was subsequently explanted and replaced one week later. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode with tachy therapy available and brady therapy unavailable. Review of device memory identified that the memory was corrupted. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The measured battery voltage was 2.984 volts. The battery voltage during a telemetry session was noted to be 2.784 volts. In addition, the current drain was measured and found to be low. Destructive analysis of the device battery was then performed which indicated that the cathode insulating tube was torn thereby creating an internal battery short. The device analysis confirmed the clinical observations.

Event description:
It was reported that during a device interrogation in the office, this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the boston scientific representative that the recommendation is to replace the device right away and return it for analysis. The device was subsequently explanted and replaced one week later. No additional adverse patient effects were reported. The device was returned for analysis.